Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 827232, and the expiration date is 30-apr-2026. Qc is passing, and there were no alarms indicating an issue with the analyzer. Without additional data, the investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 8000 e 801 module for two patients. Patient one's initial result was 4.93 pg/ml, and the first repeat result was 159 pg/ml. A second repeat result was 6.07 pg/ml and was reported. Patient two's initial result was 40.2 pg/ml, and the repeat result on (B)(6) 2025 was 6.12 pg/ml. The result of 6.12 was reported. The questionable results were repeated after the customer noticed a number of samples were flagged.